Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during initial implant, multiple lead positionings were attempted on the right ventricular (rv) lead. The patient complained of pain, particularly when the helix was being extended. The implanting surgeon suspected a pneumothorax had occured. Ultimately, the case was abandoned due to the patient's discomfort. No further patient complications have been reported as a result of this event.